Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time, a call was placed to technical services on 9/11/2017 stating that the lead had diaphram stimulation. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).